Event description:
Customer received discrepant free t4 results for one pt sample. Initial result 26.2, repeat on another analyzer gave 22.1 pmol per l. No info was provided to determine if any adverse events occurred. If additional info is received, appropriate notification will be provided.